Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device could not be tested for upstream occlusion detection during the evaluation due to a constant unrelated alarm. A review of the event history log identified constant upstream occlusion as upstream occlusion messages. The pump in question will be repaired and tested prior to release to ensure the device meets all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device could not be tested for upstream occlusion detection during the evaluation due to a constant unrelated alarm. A review of the event history log identified constant upstream occlusion as upstream occlusion messages. The pump in question will be repaired and tested prior to release to ensure the device meets all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed constant upstream occlusion. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.